Manufacturer narrative:
(B)(4) - there is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis resulting in hospitalization. Additionally, there is no allegation of device malfunction. Although a request for discharge summary, medical records, culture report were requested they were not provided. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that peritoneal dialysis patient was hospitalized and diagnosed with peritonitis on (B)(6) 2017. During the hospitalization a culture was performed; the culture was negative for growth after 5 days. Patient was treated with antibiotics cefazolin and ceftazidime through (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. The patient's pdrn stated that the peritonitis was not related to the peritoneal dialysis therapy, but probably related to touch contamination. The patient did not miss any treatments. Patient was recovering.